Manufacturer narrative:
The ge service representative conducted an onsite investigation. The camera was replaced. No further service information was provided.

Event description:
The customer reported that the camera on the system would not work. No patient injury was reported.